Event description:
It was reported that the user experienced an occlusion while using a contact detach infusion set and continued to have two infusion sites in place before reverting to a prior site, after which they reported difficulty with blood glucose control and a highest reading of 273 mg/dl for approximately six hours. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy use, and no ketone testing. Investigation included troubleshooting and education regarding proper response to occlusion and alerts, including instruction to replace supplies when indicated. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set. It was concluded that the event involved hyperglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.